Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user manually paused the ilet when her glucose reached 68 mg/dl and did not unpause when prompted, which led to elevated glucose due to lack of insulin delivery; the device was later restarted and insulin delivery resumed, and the issue was attributed to an improper or incorrect procedure rather than a device component problem. Symptoms included hypoglycemia followed by hyperglycemia. Outcomes included no serious injury, illness, or impairment. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error contributed to the event.